Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported issue.  The customer was provided with a replacement device. Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56. (B)(4).

Event description:
The customer contacted physio-control to report that when attempting to power on their device, the display would flicker but it would not boot up completely. In this state, the device would be inoperable and defibrillation therapy would not be available if needed. There was no patient use associated with the reported event.

Manufacturer narrative:
Physio-control removed the device's system pcb assembly for further examination. Physio determined that the cause of the reported issue was a crystal, designator y1, located on the single-board computer which is a part of the system pcb.